Event description:
A physician reported a pt who was treated 9/2/97 in the glabella. Immediately following treatment, the physician noted a bluish discoloration toward the right side of the glabella, about 3 cm wide. This discoloration gradually dissipated, but did not completely resolve. On 9/5/97, the pt called to report that the glabellar area was bruised, swollen, and weeping. The physician diagnosed a necrosis, and prescribed oral cipro. A few days later, the pt reported that the weeping area had formed a scab. The physician did not anticipate any further medical or surgical intervention.

Manufacturer narrative:
On may 13,1998, the physician reported that the last contact with the patient was by telephone on september 9,1997, at which time swelling was decreased and scabbing was present. The symptoms resolved in approximately mid-september and no treatment was required.